Manufacturer narrative:
(B)(4). Batch # n5420z. The analysis showed that the ats45 instrument was received with the anvil closed and the closure ring extended from the flex neck due to an insufficient closure ring crimp. A tr45w reload was received loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted with the spring cartridge lockout normal. No functional test could be performed due to the condition of the device. No conclusion could be reached on why the closure ring crimp was insufficient. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the nurse informed me that the doctor had trouble firing the device. Surgeon told me that the device was fired once with a blue load. Surgeon then asked for a white load. The tech made a comment to the surgeon that it was difficult to close the device. Surgeon tried to assist in closing the device but could not. Case completed with another device of the same product code. There were no patient consequences reported.